Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a low speed operation alarm. The manufacturer's technical services reviewed the submitted log file and confirmed a momentary pump stoppage on (B)(6) 2015, which appeared to have been caused by a high current event. The system controller was exchanged. On (B)(6) 2015 the patient developed hemolysis with a lactate dehydrogenase level of 1209u/l and a plasma free hemoglobin of 40g/dl and increasing. The patient¿s anticoagulants at the time of the event included aspirin, warfarin, persantine, and brilinta and heparin drips. Device thrombosis was suspected and a pump exchange to another manufacturer¿s device was completed on 07/14/2015.

Manufacturer narrative:
Approximate age of device ¿ 16 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported pump stop was confirmed through the evaluation of the submitted log file. In addition, the report of suspected pump thrombosis and hemolysis was confirmed based on the evaluation of the returned pump. Review of the submitted log file showed the pump operating at the fixed speed of 8800 rpm with pump power, estimated flow, and average pi generally ranging from 4.2-5 watts, 3.3-4.8 lpm, and 4.1-8.4, respectively. On (B)(6) 2015, low speed alarms occurred and the pump momentarily stopped. The low speeds and pump stop event were associated with power elevations up to 6.9 watts. Following the event, the pump resumed operation at the fixed speed of 8800 rpm and returned to baseline parameters with no atypical events captured for the remainder of the log file. Upon disassembly of (B)(4), a thrombus formation was found adhered around the inlet bearing ball, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring revealed an area of denaturation and also showed evidence of laminated layering, indicating that it developed on the inlet bearing ball over an undetermined amount of time while the pump was operating. In addition, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball, obstructing approximately 20-30 percent of the blood flow path. The deposition lacked laminated layering, suggesting that it did not develop in this location; however, the origin of the thrombus could not be determined. Although the thrombus showed no obvious signs of denaturation, slight white contact marks were noted on the outlet portion of the rotor as well as the outlet bearing cup, indicating that the deposition was present while the pump was operating. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. The observed depositions could have also potentially caused increased drag on the rotor, resulting in the pump power elevations and momentary cessation of the motor captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.